Manufacturer narrative:
The implant was returned for evaluation detached from the delivery pusher. The implant coil is stretched to wire and is fractured at the proximal section. The delivery pusher was not returned for evaluation. Based on the analysis findings the customer complaint is confirmed as the coil is detached from the delivery pusher. The root cause of this complaint cannot be determined as all components were not available for evaluation. Mvi reference number: (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that the embolization coil prematurely detached within the catheter. The patient was reported fine following the procedure. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).